Event description:
It was reported that there was a failure to program this vns patient's generator. The patient was previously seen one year prior. It was assumed that the event was due to the device being at end of service; however, the patient's mother noted that there was no increase in seizures and that the patient still experienced voice alteration with stimulation. Follow up showed that the patient's previous diagnostics were good but the date and results were unknown. Two programming systems were used but could not communicate with the generator. The patient's mother reported that it had always been difficult to communicate with the patient's device: it used to take some time at each follow-up to establish communication with the generator, and the wand was repositioned. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received indicating that programming systems used were all functioning properly. A battery life calculation was performed with results of 1.46 years remaining. The failure to program is believed to be related to end of service from normal battery depletion.